Event description:
The report was received from a user facility in (B)(6). The surgeon described the cutter vibration as stopped or changed during the procedure. Aspiration continued: however ,it could not be determined if the cutter stopped or not. There was no patient adverse event, and the surgery was completed.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.